Manufacturer narrative:
Lot number # dr18g13016, dr19a11053, and dr18e22045. One single-use device of lot dr18g13016 was received for evaluation. Visual inspection revealed that the spike was separated from the tubing. Further visual inspection revealed that the tubing had the correct solvent mark at the end of the tubing. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted for lot dr18g13016 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three clearlink y-type blood/solution sets had separation issues. One of the sets disconnected at an unspecified bond during priming, and two of the sets were coming apart at an unknown location during a blood transfusion. Of the three events, one did not involve a patient, and two involved a patient with no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information : a batch review was conducted for lots dr19a11053 and dr18e22045 and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.